Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer does not boot up with any errors. The programmer log file revealed that system errors have occurred in the past. The power supply is noisy.

Event description:
It was reported that the programmer had software issues and no further details were provided. The programmer was returned for service. There was no information suggesting patient involvement.